Event description:
Family member called to report comparing readings with another meter and getting varied results. Bd meter was not consistent with how he was feeling, however, administered his insulin on the readings and had to call the emt for assistance. IV glucose was administered and he was transported to the ER for observation.